Manufacturer narrative:
Conclusion statement: the report of allegation of lead migration was not confirmed. This event cannot be confirmed through product analysis testing alone. Analysis of the returned lead b found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00887. It was reported the patient's right s1 had high impedance and right l5 lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on during which those 2 leads were explanted and replaced.

Manufacturer narrative:
Date of the event is estimated.